Event description:
It was reported that during a ent surgical procedure using a microdebrider system that 3 70 degree diamond burs broke during the procedure. It was reported there was no patient impact.

Manufacturer narrative:
Add'l devices: (B)(4), lot 0205657233 x2; (B)(4) lot: unk x1. (B)(4). The device has been returned to the manufacturer and product evaluation is currently underway. Device analysis results: analysis results: the 3 burs were received and analyzed by the quality engineer for disposables. The results are as follows: three samples were returned with one inner pouch and label identifying item. Samples one and two appeared to be in good condition. When manually rotated, they smoothly revolved with no fault found. When inspected under magnification there was some bio-debris present, indicating that the bur had been used, however the bur itself showed very little wear. There was no fault found with these two samples. The third sample exhibited a hyperextension of the bur from the outer tube. When viewed under magnification, the break in the spiral wrap was clearly visible at the first wrap. The bur was encrusted with a material which could be dense bone; however, the diamond bur did not show an exceptional amount of wear. When rotated manually there was a very noticeable grinding. The hub was examined under magnification and there were no surface anomalies to indicate any loading problems were encountered by the user. The customer returned three burs as 'broke during use,' but only one was found to be broken. Based on the reported information, the 'most likely' cause of this event remains unknown. Historical data shows other burs of this item number often exhibit signs of excess use, however, this bur was in very good condition. Device description: the straightshot microdebrider system is designed to accommodate a number of otorhinolaryngology procedures, including functional endoscopic sinus surgery (fess), adenoidectomy, removal of laryngeal and vocal cord lesions, rhinoplasty, dermabrasion, and submental lipectomy. A variety of disposable blades and burs are available for this purpose. These disposables are for use with all straightshot and all magnum microdebrider handpieces. Blank spaces on this report are the result of the complainant or the user facility not providing further information. This product is used for therapeutic purposes.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.